Event description:
It was reported that the equipment was sent to them for repair because the generator would not boot up. It was not noted if the issue occurred during a procedure. There were no adverse consequences to the patient. There was no additional information provided.

Manufacturer narrative:
Date sent: 07/17/2008. Based on the analysis results, this complaint is now determined to be a MDR malfunction. The equipment was returned to the service center. Based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. To correct the customer complaint, the main pcb assembly was replaced. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.